Event description:
Related manufacturing reference number: 2017865-2022-19453. It was reported that the patient presented remotely via melrin.net. It was noted that the implantable cardioverter defibrillator (ICD) had corrupt electrocardiograms (egm) which misread the sensing parameters of the right ventricular (rv) lead. The egms showed the r-waves to be much higher than their actual values as the rv lead was also noted to be under-sensing. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.